Event description:
It was reported that the main adapter of the merlin.net transmitter overheated and burned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.